Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on to a dim, discolored display screen. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim/faded/discolored display issue. Reportedly, adjusting the contrast did not resolve the issue, and the screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.